Event description:
Philips received a complaint from the customer regarding a v60 ventilator where, during a routine check, it was observed that the blower was not running. It was reported that there was no patient involvement at the time the issue was identified. The customer evaluated the device with the assistance of a remote service engineer (rse) and confirmed the reported condition. The blower was found to be non-operational. The recommended corrective action is to inspect and replace the blower assembly as needed. The customer replaced the blower assembly to address the issue. Following the component replacement, the device successfully passed all required performance verification tests as outlined in the philips service manual and was returned to clinical service. Based on the information provided, the unit did not meet product specifications at the time of the event. The malfunction was associated with the blower assembly; however, no parts were returned for formal failure analysis. As a result, the precise component-level root cause could not be confirmed. Should the identified component be returned at a later date, this case may be reopened to complete a detailed investigation.

Manufacturer narrative:
E: (B)(6).